Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the device"), device dislocation ("migration") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: left essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / intrauterine coil device is embedded within the endometrium"), device expulsion ("migration / migration of essure in to uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (date of births: (B)(6)2009, (B)(6)2003, (B)(6)2007, (B)(6)2007.), penicillin allergy, anxiety and depression. * (B)(6)2016: total laparoscopic hysterectomy with bilateral salpingectomy: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5). Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included bupropion hydrochloride (wellbutrin) for migraine as well as methotrexate sodium (metex) since 2013, rizatriptan benzoate (maxalt) since 2014 and topiramate since 2013. On (B)(6)2013, the patient had essure inserted. In july 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain"), 2 years 9 months after insertion of essure. In july 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In july 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headache"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and a vinci assisted total laparoscopic hysterectomy with bilateral sapigectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, depression and anxiety outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain, migraine and weight increased had not resolved and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: left essure device was uccessfully occluded. "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / intrauterine coil device is embedded within the endometrium"), device expulsion ("migration / migration of essure in to uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 2009, (B)(6) 2003, (B)(6) 2007, (B)(6) 2007.), penicillin allergy, anxiety and depression. Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included interferon alfa-n1 (wellferon) since 2015, methotrexate sodium (metex) since 2013, rizatriptan (maxalt) since 2014 and topiramate (topomax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), migraine ("migraines / headache") and weight increased ("weight gain"). The patient was treated with surgery (a vinci assisted total laparoscopic hysterectomy with bilateral sapigectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion and uterine haemorrhage outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain, migraine and weight increased had not resolved and the pelvic pain had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left essure device was uccessfully occluded (B)(6) 2016: total laparoscopic hysterectomy with bilateral salpingectomy: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5). "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of event pain was updated to recover. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / intrauterine coil device is embedded within the endometrium"), device expulsion ("migration / migration of essure in to uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (date of births: (B)(6)2009, (B)(6)2003, (B)(6)2007, (B)(6)2007.), penicillin allergy, anxiety and depression. * (B)(6)2016: total laparoscopic hysterectomy with bilateral salpingectomy: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5). Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included bupropion hydrochloride (wellbutrin) for migraine as well as methotrexate sodium (metex) since 2013, rizatriptan benzoate (maxalt) since 2014 and topiramate since 2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain"), 2 years 9 months after insertion of essure. In (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headache"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and headache ("headaches"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and a vinci assisted total laparoscopic hysterectomy with bilateral sapigectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, depression and anxiety outcome was unknown, the menorrhagia, vaginal haemorrhage, migraine, weight increased and headache had not resolved, the abdominal pain was resolving and the pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6)2013: unilateral occlusion (left tube occluded); on (B)(6)2013: total bilateral occlusion. Result: the physician told me that both fallopian tubes were blocked successfully.. "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: pfs received. Event headaches added. Outcome of abdominal pain updated from not recovered /resolved to recovering /resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / intrauterine coil device is embedded within the endometrium'), device expulsion ('migration / migration of essure in to uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (date of births: (B)(6) 2009, (B)(6) 2003, (B)(6) 2007, (B)(6) 2007.), penicillin allergy, anxiety and depression. * (B)(6) 2016: total laparoscopic hysterectomy with bilateral salpingectomy: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5). Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included bupropion hydrochloride (wellbutrin) for migraine as well as methotrexate sodium (metex) since 2013, rizatriptan benzoate (maxalt) since 2014 and topiramate since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain"), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headache"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, abdominal pain, pelvic pain and genital haemorrhage had resolved, the uterine haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, weight increased and headache had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal (B)(6) 2016. She had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: total bilateral occlusion. Result: the physician told me that both fallopian tubes were blocked successfully.. "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / intrauterine coil device is embedded within the endometrium'), device expulsion ('migration / migration of essure in to uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (date of births: (B)(6) 2009, (B)(6) 2003, (B)(6) 2007, (B)(6) 2007.), penicillin allergy, anxiety and depression. Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included bupropion hydrochloride (wellbutrin) for migraine as well as methotrexate sodium (metex) since 2013, rizatriptan benzoate (maxalt) since 2014 and topiramate since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain"), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headache"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and a vinci assisted total laparoscopic hysterectomy with bilateral sapigectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, abdominal pain, pelvic pain and genital haemorrhage had resolved, the uterine haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, weight increased and headache had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal (B)(6) 2016. She had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: total bilateral occlusion. Result: the physician told me that both fallopian tubes were blocked successfully.. Pathology test - on (B)(6) 2016: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5). "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / intrauterine coil device is embedded within the endometrium'), device expulsion ('migration / migration of essure in to uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (date of births: (B)(6) 2009, (B)(6) 2003, (B)(6) 2007.), penicillin allergy, anxiety and depression. Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included bupropion hydrochloride (wellbutrin) for migraine as well as methotrexate sodium (metex) since 2013, rizatriptan benzoate (maxalt) since 2014 and topiramate since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain"), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headache"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and a vinci assisted total laparoscopic hysterectomy with bilateral sapigectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, abdominal pain, pelvic pain and genital haemorrhage had resolved, the uterine haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, weight increased and headache had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal (B)(6) 2016. She had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: total bilateral occlusion. Result: the physician told me that both fallopian tubes were blocked successfully.. Pathology test - on (B)(6) 2016: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5).. "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: medical record received reporter information and patient aka name were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / intrauterine coil device is embedded within the endometrium'), device expulsion ('migration / migration of essure in to uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 40-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 (date of births: (B)(6) 2009, (B)(6) 2003, (B)(6) 2007, (B)(6) 2007), penicillin allergy, anxiety and depression. * (B)(6) 2016: total laparoscopic hysterectomy with bilateral salpingectomy: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5). Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included bupropion hydrochloride (wellbutrin) for migraine as well as methotrexate sodium (metex) since 2013, rizatriptan benzoate (maxalt) since 2014 and topiramate since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain / pain"), 2 years 9 months after insertion of essure. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headache"), depression ("depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), headache ("headaches") and genital haemorrhage ("gen. Abnormal bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device expulsion, abdominal pain, pelvic pain and genital haemorrhage had resolved, the uterine haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage, migraine, weight increased and headache had not resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for date of removal (B)(6) 2016. Patient received treatment bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2013: total bilateral occlusion. Result: the physician told me that both fallopian tubes were blocked successfully. "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event "gen. Abnormal bleeding" was added. Outcome of events " pain, bleeding, migration and perforation " were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / intrauterine coil device is embedded within the endometrium"), device expulsion ("migration / migration of essure in to uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 2009, (B)(6) 2003, (B)(6) 2007, (B)(6) 2007.), penicillin allergy, anxiety and depression. Concurrent conditions included overweight, dysmenorrhea, depressive disorder and pre-menstrual tension syndrome. Family history included cancer. Concomitant products included interferon alfa-n1 (wellferon) since 2015, methotrexate sodium (metex) since 2013, rizatriptan (maxalt) since 2014 and topiramate (topomax) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), migraine ("migraines / headache") and weight increased ("weight gain"). The patient was treated with a vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage and pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, abdominal pain, migraine and weight increased had not resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left essure device was successfully occluded (B)(6) 2016: total laparoscopic hysterectomy with bilateral salpingectomy: gross description: received labeled with the patient's name, number and "uterus with cervix and bilateral fallopian tubes" is a 127 gm. Uterus with cervix, 10 x 7 x 5 cm., the serosa smooth and the cervix unremarkable. Also in the container are two unremarkable fallopian tube segments. The endometrium is soft and tan, no more than a few millimeters in thickness. A intrauterine coil device is embedded within the endometrium. The myometrium contains a single submucosal nodule spanning 9 mm. (5). "Concerning the injuries reported in this case, the following one was reported via social media: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Events abnormal, vaginal bleeding, menorrhagia, migraines, headache, weight gain are added. Lab data updated. Concomitant condition and drug are added. Historical condition and drug are added. Product , patient and reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.